Event description:
On (B)(6) 2012, the patient had elevated blood glucose of 359 mg/dl with symptom of nausea. At the time of the call to animas, her blood glucose resolved to 178 mg/dl and eventually to 136 mg/dl. During troubleshooting, the animas representative discovered the time was off by 13 minutes. The issue was not resolved with troubleshooting. The patient's blood glucose and symptom did not meet the criteria of a serious injury. This complaint is being reported as a malfunction due to the time setting issue.

Manufacturer narrative:
(B)(4). The total basal delivery recorded on 05/10/2012 was 9.574 units. The total daily dose history corrected reflected a delivery total of 22.574 units. A normal bolus and an audio bolus were performed successfully and were correctly recorded in the pump history. The pump buttons were tested and confirmed that there were no hypersensitive buttons found during investigation. No defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.